Event description:
Obtained results of 336mg/dl and 95mg/dl on the same device within minutes. No adverse event reported and no treatement received. No valid wuality controls were used. Requested return of suspect device and replacement was sent.